Manufacturer narrative:
The insulin pump had a frozen display and constant tone due to corrosion on the interface and motherboards.

Event description:
The customer reported a constant tone. Troubleshooting was performed, but the issue was not resolved. Advised that the insulin pump would be replaced. Nothing further was reported.